Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8332575 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that plunger separation occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "material no: 306547, batch no: 8332575. It was reported that plunger rod comes apart while drawing blood. Per (B)(4) record: lot # 8332575, product# 306547. Customer sent the following report: "I have had several in the past month or so where the clear part of the plastic plunger comes off, but the gray rubber piece stays in, while I am drawing blood. Today I was drawing blood when the plunger came out. I had to grab another flush and empty it, before I could draw the full amount to waste. This is a possible safety concern, especially if the rubber part comes out, too, as it could cause exposure to blood for staff. In this case, there was no exposure, and no harm to patient."